Event description:
It was reported that the patient was seen with high impedance. The patient had x-ray images taken and they are currently still receiving their full programmed therapy. Ap and lateral neck and ap chest x-rays were received and reviewed. The generator is located in the patient¿s upper left chest. The connector pin does not appear to be fully inserted as the pin cannot be seen coming through the second connector block. The lead pin is also backed out further than normal when fully inserted. The filter feedthru was confirmed to be intact. Only the chest area was visible in the x-ray image received, therefore the strain relief being placed per labelling could not be assessed. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance is due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.